Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: a result of "210 mg/dl or 220 mg/dl" and a result of "100 mg/dl or 110 mg/dl". No adverse event reported. Return of the suspect device was requested for evaluation.